Event description:
Addendum received 4/9/2010: indication for initial stent placement was typical angina symptoms and claudication. Pre-procedure stenosis was 95%. The circumflex was pre-dilated with a 2 x 20mm balloon. A 3.5 x 28mm cypher and a 3.5 x 18mm cypher were deployed in the proximal circumflex. Both stents were post-dilated to 15 atm. Post-procedure stenosis was 0%. Patient was discharged the following day. The patient was admitted to the hospital with an acute inferior wall myocardial infarction on (B) (6) 2007. The patient had undergone ventricular fibrillation arrest and underwent acls protocol for resuscitation. The patient had prolonged downtime estimated between 25 and 25 minutes between his ems transport and ER resuscitation. The patient was taken to the catheterization and was found to have a instent thrombosis of cyphers (number of stents unknown) in the left circumflex artery. The patient underwent balloon angioplasty and single stent placement (taxus 3.5 x 8). A balloon pump was inserted. The pump was discontinued 48 hours after insertion. There was no significant improvement in his overall neurological status, he had suffered severe anoxic brain injury. The patient¿s family with drew life support and the patient expired on (B) (6) 2007.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number is 3003742446-2010-00117.the sterile lot number for the products is unknown therefore a device history report review could not be conducted.myocardial infarction, stent thrombosis and death are all known potential adverse event associated with implanting coronary artery stents and the natural progression of coronary artery disease. Review of the information provided suggests that pharmacological factors (no indication of the patient being on aspirin) may have contributed to the reported event, but it is not possible to determine an exact cause for the event.

Manufacturer narrative:
Additional info will be submitted within 30 days of report.

Event description:
The pt underwent cardiac surgery in early 2004, due to an acute mi. During this operation, a cypher stent was implanted in the pt's left circumflex artery. The lesions were not "de novo, 15 mm to 30 mm long and in arteries that were 2.5 - 3.5 mm wide. The pt suffered an mi secondary to in-stent thrombosis and subsequently died in 2007.

Event description:
Procedure: pneumonectomy. According to the reporter: the device did not staple and tore the bronchial tissues. Surgery time extension was reported as more than 30 minutes. The patient status was reported as well.